Event description:
Per the clinic, the patient experienced skin breakdown (specific date not reported) under the coil magnet and subsequently was treated with topical antibiotics (specific date and duration not reported).